Event description:
Na.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 09/18/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained and returned testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ lot h19096a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(4) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium results on an (B)(6) year old male patient with muscle cramps. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.